Manufacturer narrative:
Device returned to and analysed by initial distributor handicare UK. Incorrect assembly by installing dealer causing damage to unit and ultimate failure, error reviewed with dealer.

Event description:
The end user completed travel on the stairlift and successfully transferred from the lift. The end user reported that after getting off of the lift something snapped and the lift turned over.